Manufacturer narrative:
The insulin pump was received with cracked battery tube thread noted and broken end cap noted. The insulin pump passed displacement test and self test. (B)(4).

Event description:
Customer reported via phone call that insulin pump had physical damage. Customer stated that the bottom of the insulin pump at the drive support cap was breaking apart and falling out. Customer reported that the pump did not receive any alarms. Customer¿s blood glucose was unknown, but states that blood glucose was high and declined troubleshooting for high blood glucose. Customer was not sure if the insulin pump was causing high blood glucose or if her medication was. Customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.